Event description:
Customer reportedly received results of 150 mg/dl on compact plus system 1, 380 mg/dl on compact plus system 2, and 170 mg/dl on compact plus system 3 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference medwatch reports with patient identifiers (B)(6) for the second and third suspect devices (customer did not know which device produced which result).